Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The target lesion was located in the severely tortuous right coronary artery (rca). A non-bsc guide wire crossed the lesion. Next, a 2.5x15mm apex balloon catheter was advanced for pre-dilatation. A 38x4.0mm ion stent delivery system (sds) was advanced but could not cross the lesion. Upon removal, the tip of the stent got caught on the non-bsc guide catheter causing the stent to move halfway off the balloon. To prevent the stent from becoming dislodged, the devices were removed as a system. To complete the procedure, a 3.0x15mm apex balloon was used and two shorter stents were deployed. No patient complications were reported and the patient's status is ok.